Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional implant rupture". This record relates to the right side. The device has been removed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell, yellow particles on the shell, missing an orientation dot (75-100%), and missing a piece of shell (25-50%). Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp broken edge, and non-penetrating nick near break site, assessed as surgical impact, partial delamination of the orientation dot assessed as adhesive failure, and wear abrasion. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis, the final assessment was a sharp broken edge on the posterior due to surgical impact, missing shell and orientation dot due to inconclusive, and partial delamination of the orientation dot assessed as adhesive failure.

Event description:
Healthcare professional implant rupture". This record relates to the right side. The device has been explanted.